Manufacturer narrative:
This medwatch is submitted to send the initial report and the results of the investigation. The product will not return as it has been scrapped. No visual examination can be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the zper, the product history records, the review of the case with the project manager, the recurrence of this type of event for this product and on the fact that the product was not returned, the root cause of the event is a user error. Knowing that the patient's bones were dense, the surgeon should have used the starter awls; sales order and information provided from the reporter prove the non use of the starter awls during the surgery. Indeed, it is mentioned on surgical technique that the use of the starter awl is up to the surgeon based on his surgical and product knowledge, pre-operative assessment of the patient¿s case and pre-operative signs of bone density on the instrumented level(s). The investigation found no evidence to indicate a device related issue. The root cause is user error.

Event description:
Roi-a: implant fracturing while inserting the anchoring plate. According to the reporter: the surgeon was performing an anterior lumbar interbody fusion. The patient had really dense cortical bone and while impacting the first anchoring plate into the l5 vertebral body, the connection/interface of the front of the cage to the inserter cracked the peek. Anchoring plate was removed using the anchoring plate removal tool and the cage was removed with the inserter. A new cage (of the same size) and anchoring plate (of smaller size) were used. No harm to the patient. No foreign body left in the patient. Delay 15 min. Additional information were received on february 25th and 26th 2019: sales have been provided and confirm that the starter awls were not used. The reporter also confirmed it. No x-rays will be provided.